Event description:
It was reported that the blood glucose level displayed as "high," with the exact value unknown. There was no adverse impact to the customer's blood glucose level. The customer administered a correction injection via multiple daily injections and was advised by technical support to consult their healthcare provider and call back for troubleshooting if needed.